Event description:
On 06/30/2022, hcp reported pdo threads were inserted on (B)(6) 2022 and had to be removed from the patient 2 weeks after treatment. On 07/12/2022, several attempts were made to gather information without success. On 12/13/2022, practitioner confirmed patient was doing fine.